Event description:
Pt had been in a motor vehicle accident and was ordered to have multiple CT scans. The initial scans were performed without incident. The techs proceeded to scan the heart. After programming the injector pump, the tech received the warning, "a used pre-filled syringe is present. Replace with a new syringe or exit to continue." The tech bypassed the warning and did not check the syringe. The syringe was empty and the pt was injected with 150cc's of air.

Event description:
On 5/08/02, a meeting was held with the MFR. After discussing the event, the rep agreed to go back to the co's engineer to have the product design re-evaluated. The MFR also agreed to work with the hospital staff for the following 1) equipment to be placed on routine maintenance schedule at least once a year. 2) schedule education for all new CT techs.